Event description:
Customer's mother reported via phone call that reservoir was empty and customer did not receive any alerts or no delivery alarm. Customer's blood glucose was 573 mg/dl and also reported that blood glucose had been 40 mg/dl the night prior. Caller reported that customer had keytones. During troubleshooting, alarm history showed motor error alarm. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarms noted during testing. The pump was unable to prime during the prime test due to a faulty force sensor. No excessive no delivery alarm was noted during testing. The motor was tested outside of the device and it passed. No cracked screen was noted. The pump also had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, and a missing end cap sticker.